Event description:
It was reported that patient experienced a shocking sensation right under the ipg that occurs with stimulation on and that subsides with stimulation off. No falls or trauma reported. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post op and shocking sensation has resolved.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.